Manufacturer narrative:
(B)(4). D10. Unk activcore nail unk monster screw aoci-axxx, ao custom implant - a complexity, lot: aocia2517. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that non-union was found during radiographic images and the nail and 1 screw were fractured. The patient is asymptomatic and no reports of revision surgery has been planned. Additional information was requested but not available at this time.